Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and the customer alleges the insulin pump. The customer¿s blood glucose level was 200 mg/dl at the time of the incident and the current blood glucose value of the customer was 175 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted. Pump had cracked reservoir tube lip and minor scratched display window.